Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm was not loud enough. The bed was located in the basement hallway. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm volume was on the lowest setting. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician raised the external alarm volume to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.